Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. The atrial and right ventricular leads exhibited noise. No patient symptoms were noted. The noise was reproduced with arm movements. No intervention was performed and the patient will be followed up.